Event description:
Biomed was notified that the vacuum was not working properly on css console 16. He tried to repair it but it still would not turn on. It was taken out of service and returned to syncardia for evaluation .